Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient was found to have an obstructed port catheter during hospitalization following a procedure. A chest CT showed that the port body had migrated approximately 5 cm subcutaneously in the right subclavian region, with the catheter tip at the subclavian margin and the remaining catheter segment located in the right lower pulmonary vessels. The port was removed under local anesthesia on (B)(6) 2025, and a 7 cm catheter segment with an irregularly fractured distal end was retrieved; however, the remaining fragment could not be removed. Interventional radiology advised against retrieval due to the long-standing catheter fragment and absence of symptoms, and surgical removal was not required. The patient was started on prophylactic anticoagulation to prevent thrombus formation. The current patient status is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported obstruction of flow, fracture, material separation and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient was found to have an obstructed port catheter during hospitalization following a procedure. A chest CT showed that the port body had migrated approximately 5 cm subcutaneously in the right subclavian region, with the catheter tip at the subclavian margin and the remaining catheter segment located in the right lower pulmonary vessels. The port was removed under local anesthesia on (B)(6) 2025, and a 7 cm catheter segment with an irregularly fractured distal end was retrieved. However, the remaining fragment could not be removed. Interventional radiology advised against retrieval due to the long-standing catheter fragment and absence of symptoms, and surgical removal was not required. The patient was started on prophylactic anticoagulation to prevent thrombus formation. The current patient status is unknown.